Manufacturer narrative:
It was reported that the pump was received with missing segments due to cracked and bleeding lcd glass. It was reported that the pump was unable to perform the displacement test due to cracked and bleeding on lcd glass. It was reported that no moisture damage was found on keypad traces, electronic assembly or motor. The pump had minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump fell into water. It was reported that the pump is not working. It was reported that the pump was replaced. No further information provided.